Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that at a 2-year follow-up visit after undergoing primary right tha, the patient was experiencing increased pain, decreased flexion, mobility and satisfaction.

Event description:
It was reported by the hospital that at a 2-year follow-up visit after undergoing primary right tha, the patient was experiencing increased pain, decreased flexion, mobility and satisfaction.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: g7 pps ltd acet shell 50d, catalog #:010000662, lot #: 3959139; medical product: g7 neutral e1 liner 36mm d catalog #:010000856 lot #:3907483; medical product: echo b-mtrc mp fp ho 8 catalog #:193108 lot #: 688600. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that at a 2-year follow-up visit after undergoing primary right tha, the patient was experiencing increased pain, decreased flexion, mobility and satisfaction.